Manufacturer narrative:
(B)(4). Implant date: 1993. Concomitant medical products: unknown zimmer tibial tray and unknown zimmer femoral. The user facility medwatch # is (B)(4). The customer has indicated the product is available for evaluation. Attempts to retrieve will be made. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03134 and 0001822565-2017-03953.

Event description:
It was reported that underwent an right initial knee procedure and subsequently, the patient was revised due to pain sharp pain and discomfort. There was a catastrophic failure of right knee with metal-on-metal articulation. The marked varus infected tibial tray was eroded through and had fractured. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequence were reported. In addition, a very aggressive synovectomy was performed due to metallosis plaque stained tissue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was able to be confirmed from review of operative notes. Review of revision operative notes indicate that the patient was suffering from catastrophic failure of right knee with metal-on-metal articulation. There was catastrophic failure in the condyles posteriorly, medially, and laterally. A very aggressive synovectomy was performed with all it's metallosis plaque stained tissue. The medial and lateral gutters were stripped and the polyethylene fragments were removed. The tibial surface the oscillating saw was passed underneath the base of the tibial tray and laterally removing the tibial tray uneventfully. Any remaining cement was also removed. The femoral component was sized to a 60 and a very large lateral femoral condyle defect was noted. X-ray review was provided by the health care professional and noted, "there is derangement with abnormality right knee prosthesis medially as prescribed. No radiographically identifiable abnormality in relation with the total left knee prosthesis in the current study." DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.